Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7082377.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent a procedure wherein the leads were revised and remain implanted in the patient. The patient was doing well postoperatively. No device malfunction was suspected.